Manufacturer narrative:
H3: the evaluation noted that revision reported was likely the result of edge loading/impingement, patient conditions, instability, or any combination of the listed possibilities, which led to polyethylene wear. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of " prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant device: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(4)). Integrip cc, cluster 50mm, g1 (cat# 186-01-50). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a (B)(6) female patient¿s right hip was revised due to poly wear. Revised to a competitor device. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital policy.